Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the customer had been interfacing the imaging system with a different manufacturer's robot. The site had several imaging issue that were due to improper setup by the operator. The site used the imaging system repeatedly with the navigation system and had no issue. Further troubleshooting suggested a flat panel detector issue and upon acquiring a non-processed images, it was confirmed. Upon replacing the panel, images have all been good and no retakes have been required.

Manufacturer narrative:
The detector panel was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The detector panel as installed in a known good system and the system readied as expected. Fluoro and rad gain calibrations were successful, as were 2d and 3d imaging. The device remained under testing for three days under heavy use and no problem was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the flat panel detector was replaced. The imaging system then passed the system checkout and was found to be fully functional. The flat panel detector has been returned to the manufacturer, however, analysis has not been completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site intermittently had poor images when sending images to a non-medtronic system. There was no patient present when this issue was identified.